Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory analysis was not completed. Per 058811, events not requiring product analysis per, docs qa 100000001254, peer review for lab coding reduction project, leads returned with a linked pi that contain a p611 or p613 as one of the observation codes do not require analysis unless there is an accompanying axxx observation code. There may be other pxxx observations listed in the pi but as long as one of the observation codes is a p611 or p613 and there are no axxx observation code(s) the lead does not require analysis.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this left ventricular (lv) lead began oversensing the right atrium due to being dislodged. This lv lead was explanted and replaced due to dislodgement. No additional adverse patient effects were reported.